Manufacturer narrative:
No review of proper procedures was conducted due to multiple unsuccessful attempts at contacting the home pt and the home pt's nurse.

Event description:
A home pt's son contacted baxter's technical service ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during a dwell cycle of his automated peritoneal dialysis therapy. Per initial report, the home pt disconnected the transfer set from the pt line of the homechoice set without pausing therapy. The pt then reconnected to the setup and received the alarm. Baxter's technical service ctr assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.